Event description:
It was reported the end user developed weepy skin irritation around the stoma due to leaking about three months ago. The area is healed now.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user reports md prescribed medication for the skin irritation. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. FDA registration number. (B)(4). The actual date of event is unk, so the date used was the date convatec became aware.